Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) would not go through the unknown sheath. There was no reported patient injury. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the returned device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube, sealant and the sealant sleeve were observed in their manufacturing position. The atraumatic wire distal tip of the returned device was observed severely bent/damaged. No other visual damages or anomalies were observed. The procedural sheath was not returned with the device. Per functional analysis, an applicable lab introducer sheath was used to perform an insertion/withdrawal test on the returned product. Although the catheter¿s atraumatic wire distal tip was bent/damaged, the device was able to be inserted/advanced through the lab introducer sheath during the investigation. Per microscopic analysis, without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. Visual inspection at high magnification of the returned device showed that the atraumatic wire distal tip was severely bent/damaged as received. A product history record (phr) review of lot f2100401revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to advance in sheath¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively be determined. The returned device performed as intended and was able to be advanced into a sample sheath, even though the white tube tip was damaged. Procedural and/or handling factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, flush the procedural sheath with sterile heparinized saline. The IFU also instructs if using a mynxgrip 6f/7f device, confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 15.7 cm. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly d9, g4,g6,h1,h2,h3 and h6. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot # f2100401 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) would not go through the unknown sheath. There was no reported patient injury. The device will be returned for evaluation.